Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the absorb gt1 was implanted in the proximal right coronary artery in (B)(6) 2015. The patient stopped dual antiplatelet drug therapy (dapt) in (B)(6) 2016. The patient returned on (B)(6) 2016 with scaffold thrombosis, which was treated with a non-abbott drug eluting stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
The following additional information was received: the index procedure was in (B)(6) 2015. The patient presented with st elevated myocardial infarction (stemi). A 3.0 x 18 mm absorb gt1 scaffold was implanted. Pre and post-dilatation were done. The patient returned (B)(6) 2016 due to angina. There was a good patient outcome after treatment of the thrombosis with the drug eluting stent. The patient was put back on dual antiplatelet drug therapy. No additional information was provided.